Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014 due to uremic poisoning. The pt was discharged from the hospital on an unk date. As of (B)(6) 2014, the pt discontinued peritoneal dialysis therapy, and went comfort measures only for his end of life care. The pt expired on (B)(6) 2014.